Event description:
Covidien received information stating that a patient was removed from an 840 ventilator and placed on a second ventilator. According to the report from the customer, the 840 ventilator shut down and restarted while on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing.